Event description:
It was reported that the console is not recognizing the fibers. A second fiber was tried but the problem persisted. There were no patient complications, however, the case was rebooked. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.